Event description:
The customer received intermittent questionable phosphate (inorganic) ver 2 results for patient samples and qc material. The specific number of patient samples involved was unknown. Data was only provided for two patient samples. Patient 1 original result was 1.1 mg/dl which was reported outside the laboratory. The sample was loaded onto another cobas c501 analyzer and the result was 2.6 mg/dl. This was thought to be the corrected result. Patient 2 original result was 1.5 mg/dl which was reported outside the laboratory. The sample was loaded onto another cobas c501 analyzer and the result was 3.0 mg/dl. This was thought to be the corrected result. This patient was female. The patients were not adversely affected. The reagent lot number was 16062301 with expiration date of 09/30/2017. The field service representative found an issue with the sample probe alignment. He replaced the sample probe, adjusted it, and adjusted the dispense levels for the reagent probes and sample probes. He ran precision testing which was good and the customer ran qc which was good. It was also noted there was an issue with either the current reagent pack or possibly the qc material. The reagent pack and qc material were replaced. Qc was tested with good results. Precision testing was good. Upon further investigation, a specific root cause could not be determined. Typical root causes of this type of event are contamination or other issues with the sample probe or improper preanalytics.